Manufacturer narrative:
Test strip lot # 1020415009 expiration date: 2017/31/01. Control solution lot # 1030115126 expiration date: 2017/30/11 range: 28-127 mg/dl. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. The consumer's complaint could not be confirmed. Analysis of the returned nova max plus blood glucose monitor and blood glucose test strips performed as intended. All performance results obtained revealed the device and strips met all test specifications. The consumer's reported results were found in the memory of the meter. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Consumer called in about his high bg results. Consumer stated meter in question is used at his work place only. Results in question were obtained directly from meter memory: (B)(6) 2015 @ 09:25 am bg 124 mg/dl after breakfast, (B)(6) 2015 @ 12:18 pm bg 185 mg/dl before lunch , based on the bg result before lunch consumer treated himself by taking an unknown amount of insulin units later in the day @ approx.. 2 pm consumer had a reaction to the insulin, stated he "started shaking and felt extreme hunger"; consumer confirmed eating crackers and drinking some juice to raise his blood glucose level. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range.